Event description:
The patient's mother reported that the keypad buttons on the patient's pump stopped activating desired pump functions when pressed. She said the pump was canceling bolus doses, not responding to button presses, or responding slowly after pressing the buttons. There was no evidence of misuse of the product. The patient reportedly does not clean the pump. The issue was not resolved through troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn between the contrast button and the up arrow button. The display screen was observed to have moisture behind the lens. The pump booted with audible tones. The keypad was unable to be confirmed to be working due to the unrelated issue that the display not being operational.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.